Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -1.0/2.5/117 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was repositioned and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5: corrected data: the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.0/2.5/117 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was repositioned and the problem was resolved. Cause reported as unknown. Claim# (B)(4).